Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the convertor failure of the subject device which have occurred by the deterioration of the convertor parts due to the long term-use passing more than 5 years since manufacturing the subject device. The convertor failure might have made the igniter not work and the examination lamp not light up. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp of the subject device was not lit up but the emergency lamp was lit up at the preparation for use. At the incoming inspection for the repair, (B)(4) checked and found the power unit failure of the subject device which might have been caused the reported phenomenon. There was no report of patient injury associated with this event.